Manufacturer narrative:
At this time no conclusions can be made. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Information is limited at this time. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
On (B)(6) 2008 the patient was diagnosed with stress urinary incontinence (sui), a cystocele and underwent a tvt sling procedure with implant of a non bard/davol "monarc" urethral sling and a cystocele repair with implant of a bard/davol flat mesh followed by cystoscopy. About 1 1/2 years later on (B)(6) 2009 the patient complained of dyspareunia and was diagnosed with a piece of mesh (davol flat) extruding through the anterior vaginal wall and underwent a partial removal of the mesh and the surrounding vaginal tissue.